Event description:
A pharmacist reported on the customer's behalf that they visited the dr and was seen in the ER. Patient was contacted on 2/2002, patient reported their meter allegedly would only prompt an "error 2" message, 3 or 4 days after purchasing the meter from the pharmacy. Patient was unable to test on the meter. Patient did have a back-up meter where they tested on and based their insulin dosage on. Patient denied having any symptoms. Patient also denied visiting the doctor or the ER. There was no treatment. The pharmacy picked up their meter and let patient "borrow" another ultra meter until their meter was replaced. No further info has been reported.